Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between the inratio inr result in comparison to the poc inr result. The results are as follows: inratio inr= >7.5; physician's poc=2.4. The patient self tester's therapeutic range; 2-3.

Manufacturer narrative:
The meter and only three strips associated with the complaint were returned for investigation. There were not enough retained strips from the complaint lot midway during the investigation; so a substitute lot was used for the investigation. The customer's complaint was not replicated. Retained strips tested on the returned meter shows that the system is performing within expectations. Functional and thermistor testing were performed on the returned meter with passing results. The returned meter performed as expected. A review of the entire testing history for lot 360632 was performed. In-house testing on strip lot 360632 meets criteria. The manufacturing records for the lot 360632 were reviewed and did not uncover any relevant non-conformances. Lot meets release specification. A statistical analysis of the impedance curve associated with the result of >7.5 inr showed that the curve exhibited a normal slope change. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.